Event description:
The affiliate reported that a customer found cidex opa-c leak from their adaptascope. There were no physical complaints reported. The affiliate reported that the unit has been repaired.

Manufacturer narrative:
Solution spill.